Manufacturer narrative:
The manufacturer previously received information from a patient's wife who called in stating her husband has passed away and she wants to return his dreamstation2 replacement device. The wife requested a shipping label to return the device, which was sent to her for the return. No additional information has been provided regarding the patients passing. There was no allegation that the device caused or contributed to the death. The device has been returned for evaluation, but the evaluation has not yet begun. Once the device has been evaluated, a follow up report will be filed. The manufacturer received new and relevant information on 08/19/2024. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil is not able to address the symptoms specified. Section g3 has been updated. In addition, appropriate code updated/corrected in this follow-up report.

Event description:
The manufacturer received information from a patient's wife who called in stating her husband has passed away and she wants to return his dreamstation2 replacement device. The wife requested a shipping label to return the device, which was sent to her for the return. No additional information has been provided regarding the patients passing. There was no allegation that the device caused or contributed to the death. The device has been returned for evaluation, but the evaluation has not yet begun. Once the device has been evaluated, a follow up report will be filed.